Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event is an unknown date in 2018. Flow: device interaction/functional, visual inspection: the x-ray of the tfna screw 85mm (part # 04.038.085s, lot unknown) was received at us cq. Expert opinion provided by one of the medical officers states that "there is lateral migration of the proximal fragment. The screw head element has also moved lateral, but this is by design." The device performed as intended, therefore, the complaint is unconfirmed. Functional test and dimensional inspection: a functional test and dimensional analysis were not performed since the parts were not returned. Document/specification review: the following drawing(s) was reviewed; ti tfna screw. A device history record (DHR) review could not be performed as the lot number is unknown. Conclusion: the complaint condition is not confirmed since the device performed as intended. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the lag screw in a trochanteric femoral nail-advance (tfna) system was discovered to have collapsed. The patient initially underwent implantation of the hardware on (B)(6) 2018. It is unknown if a revision procedure will be performed. Concomitant devices: titanium (ti) cannulated tfna nail (part: 04.037.157s, lot unknown, quantity: 1), 5.0mm ti locking screw 40mm (part: 04.005.530s, lot: unknown, quantity: 1). This report is for a tfna screw 85mm. This is report 1 of 1 for (B)(4).